Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 282 mg/dl after a supply change and subsequent occlusion alert. The user later reported receiving a cgm sensor error. The user corrected bg by completing another supply change and performing a fingerstick as advised. No hospitalization, medical intervention, or long-term health effects were reported.